Event description:
A laparoscopic cholecystectomy procedure was performed in 1993. The procedure was successfully completed. Almost 7 to 8 years after, the patient complained of abdominal pain and a piece of clip was found at the cavity by x-ray. The clip was open shape ("v"). The clip has been left based on the doctor's decision.